Manufacturer narrative:
Pc-(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the adjusting knob was rotated with no problem, the device was used as usual. The procedure was not converted. The sales rep will conduct an interview about the patient¿s condition.

Event description:
It was reported that during an open sigmoidectomy, the anvil was attached to the trocar and the trigger was pulled but the device could not be fired. Another battery was inserted, but the issue did not improve. The device was used on the colon. The anvil was placed as it is, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 03/29/2022 d4: batch # 279a17 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the cracks in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the adjusting knob was rotated with no problem, the device was used as usual. The procedure was not converted. The sales rep will conduct an interview about the patient¿s condition.

Event description:
It was reported that during an open sigmoidectomy, the anvil was attached to the trocar and the trigger was pulled but the device could not be fired. Another battery was inserted, but the issue did not improve. The device was used on the colon. The anvil was placed as it is, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.